Manufacturer narrative:
The engineering investigation of the returned unit identified the root cause of the failure as broken pins in the ac appliance inlet connector. Both pins between the ac connector and the printed circuit board (pcb) had broken, resulting in arcing. Both solder joints were intact and mechanically undamaged. Both pin lengths were to specification. The result of this failure was a brief external flame that self arrested and did not require external intervention. There is no adverse event reported for this incident.

Event description:
It was reported to resmed (B)(4) that a patient awoke smelling burning smoke coming from their machine.